Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 04.503.105.01c; lot # h761508; manufacturing site: werk selzach; release to warehouse date: 24 oct 2018; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported that on (B)(6) 2022, during a cranioplasty, the surgeon had to use plates and screws to close peek psi implant on skull. While the surgeon was screwing on prosthesis, the screw had become unscrewed (with head of screw completely stripped) and it was locked inside the implant, without any chance to remove it. The surgeon tried to screw other screws in other point of implant but with the same problem, the screws became stripped. The surgeon was able to remove screws with pincers and driller. The surgeon completed the procedure with plates and screw from another company. There was a surgical delay of thirty (30) minutes. There were no fragments retained in the patient. There were no patient consequences. This report involves one (1) ti matrixneuro screw self-drilling 5mm. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: gxr and gwo. Complainant part is not expected to be returned for manufacturer review/investigation. Part # 04.503.105.01c, lot # h761508, manufacturing site: (B)(4), release to warehouse date: 24 oct 2018, supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.